Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. (B)(4). Investigation: samples received: 17 unopened and 3 open pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 17 closed samples and 3 open and unused samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.88 kgf in average and 1.44 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). A review of the batch manufacturing record for this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with out specifications and also fulfil usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. No corrective/preventive actions needed.

Event description:
It was reported the thread detached from the needle intraoperatively. The reporter indicated that during a surgical procedure the thread detached from the needle. An additional abdominal x-ray was performed for the surgeon to search in the abdomen. This prolonged the procedure and the use of anesthesia for about an hour. No other information has been provided. Patient outcome was not provided.